Event description:
The ge oec 9600 fluoroscopy system displayed one instance of "stator not on" error code. The system was moved from the procedure room. The system subsequently performed without issue.

Manufacturer narrative:
A ge oec service rep investigated the issue and could no duplicate the malfunction. The system was checked and tested for any faults and none were found. The system was tested and found to be functioning as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted.